Manufacturer narrative:
This report is submitted on july 17, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Exchange of the external components did not resolve the issue. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was reimplanted with another cochlear device. This report is submitted on (B)(6) 2017.